Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that during a dialysis session, an irreparable hole was found in the silicone extension of the catheter. The catheter was pulled and replaced with a new catheter. No information related to patient available.

Manufacturer narrative:
The product sample returned consisted of one (1) assembled catheter 14.5frx23cm, palindrome with slots. The possible causes were identified. The lot number was not provided. The DHR review cannot be performed. More information was requested to the customer and no additional evidence was provided for this analysis. After visual inspection, a cut was found on catheter body. This defect has been confirmed. With the available information, the most probable root cause could be considered as misuse (this cut could be caused due to over bending, excessive force or sharp object). No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.